Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, on (B)(6) 2013, the patient reported inflammation and drainage at the implant site. The patient was prescribed z-pack and bactroban (amounts not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.